Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). See manufacture narration.

Event description:
It was reported by the customer that pleurx catheters tear during the removal of the catheter and the catheter completely ripped apart at the area proximal to the cuff. Verbatim: over the last year we have had more pleurx catheters tear during the removal of the catheter. We have been putting these in for more than 15 years and never had this issue before. Today the catheter completely ripped apart at the area proximal to the cuff. We had to use a scalpel to get the catheter out and then sutures to close up that area. (B)(6) 2022: the tube is normally very easy to get out. They have become increasingly more fragile and in breaking off more difficult to remove. No photos available.

Event description:
It was reported by the customer that pleurx catheters tear during the removal of the catheter and the catheter completely ripped apart at the area proximal to the cuff. Verbatim: over the last year we have had more pleurx catheters tear during the removal of the catheter. We have been putting these in for more than 15 years and never had this issue before. Today the catheter completely ripped apart at the area proximal to the cuff. We had to use a scalpel to get the catheter out and then sutures to close up that area. 06oct2022: the tube is normally very easy to get out. They have become increasingly more fragile and in breaking off more difficult to remove. No photos available.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacture narration.